Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump received with normal operating currents, no unexpected low battery alarms noted during testing. No unexpected replace battery now alarms, or power loss alarms noted during testing. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, (B)(4) due to a software error. Hardware low level failure alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap/reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump had a multiple insulin pump error alarms and low battery alerts. The customer¿s blood glucose level was 128 and 145 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated that fill cannula was recorded in daily history. Customer also received calibration not accepted and change sensor alarms. Customer was unable to ran test on transmitter. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.